Event description:
It was reported that the plunger is difficult to move with an unspecified 50 ml bd plastipak¿ syringe. The following information was provided by the initial reporter: the research shows that the plunger of the syringe is very difficult to move (and therefore the pump gives an occlusion alarm) but once it is in motion that the problem is gone. I have a number of filled syringes with me and can confirm this. This can be caused by the fact that the syringes are too long and the medication has an impact on the rubber stopper of the syringe. Additional information provided from customer: "as far as I know, the problem has not led to serious injury. The treatment plan had to be adjusted. With a filled syringe, the first 5 ml must be sprayed away manually in order to relieve the pressure of the syringe".

Manufacturer narrative:
Investigation: four samples were returned to our quality engineer for investigation. Through visual inspection, no damage or molding defect was observed that could have contributed to the reported issue. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we are not able to identify a root cause related to the manufacturing process.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger is difficult to move with an unspecified 50 ml bd plastipak¿ syringe. The following information was provided by the initial reporter: the research shows that the plunger of the syringe is very difficult to move (and therefore the pump gives an occlusion alarm) but once it is in motion that the problem is gone. I have a number of filled syringes with me and can confirm this. This can be caused by the fact that the syringes are too long and the medication has an impact on the rubber stopper of the syringe. Additional information provided from customer: "as far as I know, the problem has not led to serious injury. The treatment plan had to be adjusted. With a filled syringe, the first 5 ml must be sprayed away manually in order to relieve the pressure of the syringe"